Event description:
The customer reported that the device displayed an error code 20004. Error code 20004 is accompanied by the cycle power message/instruction, operation is interrupted and powering off and on is required. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.